Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around the light guide lens and the objective lens was peeled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken bridge was due to a broken forceps elevator wire; component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a broken bridge (forceps elevator wire). The issue was found during set up/ inspection for use. There were no reports of patient involvement.